Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of iris overlapping snorkel; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the product's acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, the iris overlapping snorkel. Additional information has been requested.